Event description:
As a diabetes educator I learned of the relion prime glucometer which has test strips which costs (B)(6); a considerable savings over any other meter and supplies. I requested and received one to use in education of patients who do not have these products covered by insurance. When I received it, it tested properly with the control solution. I then tested it with blood and also tested it against 3 other meters. The prime reading was 30 points higher than with any other meter. I have since tested it with blood against other meters several times and the others will read very close to each other with the relion prime consistently reading approximately 30 points higher. In looking at reviews by people who have purchased and used the meter and have compared it to other meter readings, with more expensive test strips, most of them are also getting reading substantially higher, even 60-80 points higher. If someone is dosing insulin based on blood glucose readings, and they are getting incorrect readings 60-80 points higher than their actually blood glucose reading, they could be overdosing on insulin with very adverse or event fatal outcomes. I contacted (B)(6), carriers of this meter, and they apparently sent my info to the manufacturer who contacted me and wanted to send me a replacement meter. This was not the response I felt was needed. This meter needs to be re-evaluated for accuracy before adverse events occur. Because of the greatly reduced price of the test strips, many people may choose to use this meter even over more reliable ones because of the cost and the fact that buying the strips outright may, in many cases, be less than their insurance co-pay for a comparable number of strips. I feel this is very much a health safety issue and I would very much appreciate the FDA looking into this product. If it were accurate, this blood testing system would be a godsend for many diabetics. As it stands now, I feel it is very dangerous. Dates of use: (B)(6) 2012 - (B)(6) 2013. Made in (B)(4).